Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for device interrogation post rf ablation procedure. The device exhibited - elective replacement indicator - and end of service -, after a firmware download was performed, the device cleared the eri and eos indications. The patient was stable and would be monitored with routine follow up.